Event description:
It was reported that during a procedure of the heavily calcified, mid to distal left anterior descending artery (lad), the 2.75 x 12 mm rx trek balloon catheter was advanced through a prior placed proximal lad stent and at the lesion an inflation was attempted but the balloon did not inflate; however, a vessel spiral dissection was noted. The device was removed and outside the anatomy a balloon pinhole was observed. Reportedly, a 2.5 x 28 mm and a 2.5 x 16 mm non-abbott stent were used to treat the dissection. There was no reported patient sequela, however, there was a clinically significant delay in the procedure. The patient was discharged on (B)(6) 2012. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The scanning electron microscopy (sem) analysis reveals that the balloon failure may be attributed to mechanical damage to the outer surface. The leak was located at the edge of a fold. Mechanical damage was documented at and adjacent to the leak on the outer diameter (od) surface. A cd with cine images was returned and reviewed by an abbott clinical specialist who concluded that the dissection appeared to have occurred prior to stent implantation in the mid/distal left anterior descending artery and was then treated by stent implantation. There were no images of a balloon being positioned prior to the dissection images. Thus, unfortunately the images cannot confirm the incident description. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.